Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegations with the lead were not confirmed as based on normal lead resistance measurements and inspection that showed no conductor issue and that lead tip and helix appeared intact undamaged.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high threshold. Moreover, fluoroscopy did not show a major dislodgement. The lead was explanted. No additional adverse patient effects were reported.